Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in a 31-year-old female patient who had essure (batch no. 12520255, b97487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, lower abdominal pain, menses irregular, macromastia and pregnancy. Previously administered products included for an unreported indication: mirena. Concomitant products included desogestrel;ethinylestradiol (apri), medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), nausea ("nausea"), depression ("psych injury, psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), abortion spontaneous ("stillbirth/miscarriage,"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), device expulsion ("migration of essure location of device: uterus"), bladder disorder ("bladder problems"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problems"), peripheral swelling ("leg swelling and pain"), pain in extremity ("leg pain"), the first episode of endometriosis ("endometriosis"), bacterial infection ("infection (other) describe: bacterial infection"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), the second episode of endometriosis ("endometriosis"), uterine adhesions ("uterine adhesions"), constipation ("gastrointestinal or digestive system condition type: constipation."), abdominal distension ("bloating") and gastrointestinal pain ("bowel pain") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain, weight loss: weight gain") and white blood cell count increased ("heart disorder/condition type: high white blood cell count"). The patient was treated with surgery (surgery to removed essure , date(s) of removal: (B)(6) 2019). At the time of the report, the device breakage, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, vaginal discharge, migraine, nausea, depression, dyspareunia, female sexual dysfunction, metrorrhagia, device expulsion, bladder disorder, cystitis, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nervous system disorder, peripheral swelling, pain in extremity, anxiety, white blood cell count increased, ovarian cyst, the last episode of endometriosis and uterine adhesions outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia, dermatitis allergic, weight increased, vaginal haemorrhage, bacterial infection, constipation, abdominal distension and gastrointestinal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, anxiety, back pain, bacterial infection, bladder disorder, constipation, cystitis, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, ovarian cyst, pain in extremity, pelvic pain, peripheral swelling, tooth disorder, urinary tract infection, uterine adhesions, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, white blood cell count increased, the first episode of endometriosis and the second episode of endometriosis to be related to essure. The reporter commented: patient received treatment for chronic pain , dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain,other, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, psych injury, migration, bladder problems., bladder infect., uti, vag. Infect., vag. Discharge. Claiming pregnancy- stillbirth/m miscarriage, terminated discrepancy noted in lab data information. Date(s) of removal: (B)(6) 2019. Current weight 212lbs. Four coils were noted hanging out of the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received events "infection (other) describe: bacterial infection / high white blood cell count, reproductive system disorder or condition type of disorder or condition: ovarian cysts, endometriosis, uterine adhesions, blood or heart disorder/condition type: high white blood cell count, migration of essure location of device: uterus, gastrointestinal or digestive system condition type: constipation, weight gain, bowel pain, bloating" were added. Outcome of events " pain, abnormal bleeding, infections, constipation, bowel pain, bloating, weight gain" were updated as recovered. Medical history, reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in a 31-year-old female patient who had essure (batch no. 12520255, b97487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, lower abdominal pain, menses irregular, macromastia and pregnancy. Previously administered products included for an unreported indication: mirena. Concomitant products included desogestrel;ethinylestradiol (apri), medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) of 2014, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), nausea ("nausea"), depression ("psych injury, psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal) and anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"). In (B)(6) of 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), abortion spontaneous ("stillbirth/ miscarriage,"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), dyspareunia ("dyspareunia (painful sexual intercourse), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding), metrorrhagia ("metrorrhagia (bleeding b/w periods), dermatitis allergic ("rash/skin condition"), device expulsion ("migration of essure location of device: uterus"), bladder disorder ("bladder problems"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problems"), peripheral swelling ("leg swelling and pain"), pain in extremity ("leg pain"), the first episode of endometriosis ("endometriosis"), bacterial infection ("infection (other) describe: bacterial infection"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), the second episode of endometriosis ("endometriosis"), uterine adhesions ("uterine adhesions"), constipation ("gastrointestinal or digestive system condition type: constipation."), abdominal distension ("bloating") and gastrointestinal pain ("bowel pain") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain, weight loss: weight gain") and white blood cell count increased ("heart disorder/condition type: high white blood cell count"). The patient was treated with surgery (surgery to remove essure , date(s) of removal: (B)(6) 2019. At the time of the report, the device breakage, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, vaginal discharge, migraine, nausea, depression, dyspareunia, female sexual dysfunction, metrorrhagia, device expulsion, bladder disorder, cystitis, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nervous system disorder, peripheral swelling, pain in extremity, anxiety, white blood cell count increased, ovarian cyst, the last episode of endometriosis and uterine adhesions outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia, dermatitis allergic, weight increased, vaginal haemorrhage, bacterial infection, constipation, abdominal distension and gastrointestinal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, anxiety, back pain, bacterial infection, bladder disorder, constipation, cystitis, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, ovarian cyst, pain in extremity, pelvic pain, peripheral swelling, tooth disorder, urinary tract infection, uterine adhesions, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, white blood cell count increased, the first episode of endometriosis and the second episode of endometriosis to be related to essure. The reporter commented: patient received treatment for chronic pain , dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain,other, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, psych injury, migration, bladder problems., bladder infect., uti, vag. Infect., vag. Discharge. Claiming pregnancy- stillbirth/m miscarriage, terminated discrepancy noted in lab data information. Date(s) of removal: (B)(6) 2019. Current weight 212lbs four coils were noted hanging out of the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Lot number: 12520255 manufacture date: 2012-02 expiration date: 2014-08 . Lot number: b97487 manufacture date: 2013-11 expiration date: 2016-11-30 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), genital haemorrhage ('gen. Abnormal. Bleeding'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('stillbirth/miscarriage,') in a 31-year-old female patient who had essure (batch no. 12520255, b97487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, lower abdominal pain and menses irregular. Concomitant products included desogestrel;ethinylestradiol (apri), medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), nausea ("nausea"), depression ("psych injury, psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), device expulsion ("expulsion / migration"), bladder disorder ("bladder problems"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problems"), weight fluctuation ("weight gain, weight loss"), peripheral swelling ("leg swelling and pain"), pain in extremity ("leg pain"), infection ("infection other") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to removed essure , date(s) of removal: (B)(6) 2019. Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, dysmenorrhoea, back pain, vaginal discharge, migraine, nausea, depression, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, device expulsion, bladder disorder, cystitis, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nervous system disorder, weight fluctuation, peripheral swelling, pain in extremity, infection, endometriosis, vaginal haemorrhage and anxiety outcome was unknown and the dermatitis allergic had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, peripheral swelling, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient received treatment for chronic pain , dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain,other, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, psych injury, migration, bladder problems., bladder infect., uti, vag. Infect., vag. Discharge. Claiming pregnancy- stillbirth/m miscarriage, terminated discrepancy noted in lab data information. Date(s) of removal: (B)(6) 2019 current weight 197 lbs. Four coils were noted hanging out of the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number was added. Events "abnormal bleeding (vaginal), depression and mental anguish" were added. Medical history, reporter information and patient demographics were added. On (B)(6) 2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), genital haemorrhage ('gen. Abnormal. Bleeding'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('stillbirth/miscarriage,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), nausea ("nausea"), psychological trauma ("psych injury"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), device expulsion ("expulsion/migration"), bladder disorder ("bladder problems"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problems"), weight fluctuation ("weight gain, weight loss"), peripheral swelling ("leg swelling and pain"), pain in extremity ("leg pain"), infection ("infection other") and endometriosis ("endometriosis"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to removed essure, date(s) of removal: (B)(6) 2019). At the time of the report, the device breakage, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, dysmenorrhoea, back pain, vaginal discharge, migraine, nausea, psychological trauma, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, device expulsion, bladder disorder, cystitis, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nervous system disorder, weight fluctuation, peripheral swelling, pain in extremity, infection and endometriosis outcome was unknown and the dermatitis allergic had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abortion spontaneous, back pain, bladder disorder, cystitis, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, peripheral swelling, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient received treatment for chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain, other, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, psych injury, migration, bladder problems, bladder infect, uti, vag. Infect, vag. Discharge. Claiming pregnancy- stillbirth/m miscarriage, terminated discrepancy noted in lab data information. Date(s) of removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: this case was become incident. New event dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), rash/skin condition, expulsion, migration, psych injury, pregnancy, device ineffective, stillbirth/miscarriage, bladder problems, bladder infect, uti, vag. Infect, vag. Discharge, fatigue, gi conditions, dental problems, hormonal changes, headaches, nausea, neuro condit/problems, weight gain, weight loss, other: leg swelling and pain, infection, endometriosis and breakage was added. Essure removal date was added. Treatment details added. Pregnancy details added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.